Event description:
It was reported that a symptomatic (presyncopal) patient presented to the ER due to loss of capture which was observed on the lead. Via diagnostic imaging, no anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.5-7.7cm from the connector pin, consistent with friction to the ICD can. The coil was visible at the same location. This is consistent with observation from the field of loss of capture if the exposed coil were to come in contact with the ICD can.